Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements ranging from normal to out-of-range, measuring greater than 3,000 ohms. Troubleshooting was performed and they could not reproduce noise or any impedance changes. A save to disk analysis was completed and the engineers suspects a lead issue with a possible under tightened set screw. A chest x-ray was performed, and additional information is being requested from the field representative for the results. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 129mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements ranging from normal to out-of-range, measuring greater than 3,000 ohms. Troubleshooting was performed and they could not reproduce noise or any impedance changes. A save to disk analysis was completed and the engineers suspects a lead issue with a possible under tightened set screw. A chest x-ray was performed, and additional information is being requested from the field representative for the results. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced by another manufacture's products. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead had originally been replaced due to infection.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 129mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements ranging from normal to out-of-range, measuring greater than 3,000 ohms. Troubleshooting was performed and they could not reproduce noise or any impedance changes. A save to disk analysis was completed and the engineers suspects a lead issue with a possible under tightened set screw. A chest x-ray was performed, and additional information is being requested from the field representative for the results. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced by another manufacture's products. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead had originally been replaced due to infection.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 129mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements ranging from normal to out-of-range, measuring greater than 3,000 ohms. Troubleshooting was performed and they could not reproduce noise or any impedance changes. A save to disk analysis was completed and the engineers suspects a lead issue with a possible under tightened set screw. A chest x-ray was performed, and additional information is being requested from the field representative for the results. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced by another manufacture's products. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements ranging from normal to out-of-range, measuring greater than 3,000 ohms. Troubleshooting was performed and they could not reproduce noise or any impedance changes. A save to disk analysis was completed and the engineers suspects a lead issue with a possible under tightened set screw. A chest x-ray was performed, and additional information is being requested from the field representative for the results. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced by another manufacture's products. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.